Event description:
During the atrial fibrillation procedure, air leaked from the sheath. Upon insertion of the catheter into the sheath, a large amount of air was aspirated from the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.